Event description:
It was reported that the customer experienced a low blood glucose (bg) level (43-44 mg/dl). The customer consumed carbohydrates to treat the bg. The cause for the low bg is unknown.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.